Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4). - the dentist reported that 3 years and 6 months after the dental implant was installed in intraoral region #4 its non- osseointegration was observed. Twenty ncm of primary stability was achieved. The patient presented bone type iii.